Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21015217. Medical device expiration date: 2024-01-04. Device manufacture date: 2020-12-22. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. The reported lot# 19108331 was not found for the reported catalog# 2477-0007. Investigation summary: no product or photo was returned by the customer. The customer complaint of infusion set snapped off the IV tubing could not be verified due to the product not being returned for failure investigation. The lot number is reported as unknown, but two possible lot numbers were provided. A device history record review for model 2477-0007 lot number 21015217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2477-0007 lot number 19108331 was performed. The search showed no results, the lot number may be wrong or for a different material number. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ blood infusion set luer lock snapped off the IV tubing during the blood transfusion. The following information was provided by the initial reporter: "it was reported by the customer that the male luer loc on the infusion set snapped off the IV tubing. Verbatim: just for your information the same problem occurred during a blood transfusion utilizing bd ref#2477-0007 bd alaris pump infusion blood set."